Manufacturer narrative:
The event took place outside the united stated (in france) and was associated with a product that is also cleared for the market in the united states.

Event description:
The patient was revised due to sepsis the (B)(6) 2022. The implantation date was the (B)(6) 2022. A stem, an offset head and a double taper were explanted. A stem, an offset head and a double taper were implanted.